Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified distal right and middle circumflex artery to atrioventricular branch. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use in a percutaneous coronary intervention. During procedure, at third inflation, it was noted that the balloon ruptured at 8 atm. There were no resistance felt and the device was removed without issue by normal method. No patient complications reported and patient was good after the procedure.